Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and the meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with lantus insulin and humalog insulin. The patient reportedly continued to take her usual dose of medications. On the evening (B)(6) 2012, the patient claims she felt symptoms of neuropathy. On the following day, the patient visited her physician's office and was prescribed neurontin pills (600 mg 3x daily) as treatment. The patient reportedly obtained an a1c result around '7." No additional treatment was specified. The cca noted there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.